Manufacturer narrative:
The lot number has been provided and the device history records are under review. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was conducted and the reported lot met all release criteria. This is the first complaint reported for this lot number and issue to date. The investigation is inconclusive, as the sample was not returned for evaluation and images were not provided for review. Based on the limited reported details, the definitive root cause is unknown.

Event description:
It was reported that during a biopsy, the needle broke and the broken segment detached in the patient. Medical intervention was necessary to remove the detached segment. Another device was used to complete the procedure. No patient injury was reported.